Event description:
It was reported the patient had his acticon removed and replaced due to recurring incontinence and patient dissatisfaction: "cuff not tighten all the way". No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Additional device info: cuff; catalog #: 72401964; serial #: (B)(4); expiration date: 10/29/2012; manufacture date: 11/2007. Pump; catalog #: 72402287; serial #: (B)(4); expiration date: 07/08/2014; manufacture date: 07/2009. Balloon; catalog #: 72402106; serial #: (B)(4); expiration date: 06/04/2014; manufacture date: 06/2009.